Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2015, explanted:(B)(6) 2019, product ID: 6947m62, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product ID: dtbb1qq, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted because the patient had (B)(6) in their blood. It was also observed that there was vegetation growing on the leads. No further patient complications have been reported as a result of this event.